Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the device displayed an error message during an rf procedure. Troubleshooting efforts added 30 minutes to the case. The procedure was completed using a backup device. There was no medical intervention required as a result.